Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The device was not returned.

Event description:
It was reported that the arctic sun device had low flow alarms and it appeared to be an issue with the pumps. The device was no longer pumping the water or running the internal water circuit. The device was taken away and replaced by another one. As per additional information via email from ibc on 14jun2021, issue is with pumps and resolved by changing the device. The patient was switched to another console.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low flow alarms and it appeared to be an issue with the pumps. The device was no longer pumping the water or running the internal water circuit. The device was taken away and replaced by another one. As per additional information via email from ibc on (B)(6) 2021, issue is with pumps and resolved by changing the device. The patient was switched to another console.